Manufacturer narrative:
Device evaluation: no product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2426-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: another disconnection of phaseal injector from the primary ivf line where the rn connected the injector, resulting in a chemotherapy spill. Additional information received from the customer: will you confirm the date of this event is (B)(6) 2026? -correct. Was there any patient harm, caregiver injury, complication, or negative outcome resulting from this event? No. Does the primary ivf line that disconnected belong to bd? If yes, please confirm the material. Yes, bd material 2426-0007.